Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 600 mg/dl. The customer did not mention if they wanted to trouble shoot for high blood glucose. No further details are given about the high blood glucose event. The customer called to report a no delivery alarm. The customer was not able to trouble shoot issue. Will back if it continues to happen. No further details given.